Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. It was reported that a tentative pump exchange was scheduled and the device would be returned for evaluation. It has not yet been received. Additional information regarding if the exchange occurred was requested but was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with signs and symptoms of pump thrombosis. The patient's lactate dehydrogenase (ldh) was greater than 900 u/l and the plasma free hemoglobin was elevated to an unspecified level. A ramp echocardiogram was reported to be positive. The patient was tentatively scheduled to undergo a pump exchange on (B)(6) 2016. Additional information was requested but was not provided.

Manufacturer narrative:
Describe event or problem and explant date: additional information.

Event description:
Additional information: it was reported that the patient's international normalized ratio (inr) at the time of admission was 2.17. Due to history of mural thrombus and hemarthrosis, the patient had an inr goal between 2 and 2.5. This was maintained with daily anticoagulation regimen of coumadin and 81mg aspirin. In treating the patient, serial lactate dehydrogenase (ldh) draws were completed. A right heart catheterization (rhc) ramp echocardiogram (echo) did not show overt thrombus and the patient was administered heparin drip. Cardiothoracic surgery was consulted and the pump exchange plan was established. On (B)(6) 2016, the patient underwent a pump exchange.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The explanted pump was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.